Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported the patient lost coupling boxes when she sat and was unable to regain them. Recharging best practices were reviewed and a recharge session was attempted, but the patient saw a poor coupling screen was seen. A charge initiated when the patient was standing had six coupling boxes. The patient moved to sit and lost all coupling. Repositioning the antenna resolved the issue. The patient repositioned the antenna and got four coupling boxes. The patient repositioned again and got seven bars. Shortly following the coupling issue, the patient met was a manufacturer's representative (rep) and the rep noticed that the implantable neurostimulator (ins) appeared to be moving around in the pocket. Troubleshooting resolved the poor communication and the patient was redirected to their healthcare provider (hcp) to discuss the ins moving in the pocket issue. These issues were noted to have begun about a month prior to this report. No patient symptoms were reported regarding this event.

Event description:
Additional information received from the patient reported she had met with a technician "a while ago" and since then everything had been going well. They showed the patient and her daughter how to position it during recharging to get better coupling. The patient had not talked with her new doctor about doing anything about the pocket. The patient could feel stimulation in both legs and stated, "so far, so good." The patient's daughter helped her charge the stimulator about every two weeks. The patient later reported she had talked with her doctor regarding the implantable neurostimulator (ins) being loose in the pocket. Her doctor told her that since she was now able to charge her stimulator without difficulty, they would just watch the pocket. The patient's doctor told her to call him if she starts having problems charging. The patient stated, "so far, so good." The patient was able to charge fully yesterday. The stimulator did help her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.